Event description:
It was reported that during the procedure in the tortuous circumflex artery, difficulty was experienced wiring the lesion with a non-abbot guide wire. After the guide wire was successfully placed, an unsuccessful attempt was made to advance a 2.5x18 promus stent system. The stent system was removed from the anatomy and dilatation was performed using a non-abbott balloon. The promus stent system was re-advanced successfully to the target lesion. After successful deployment of the stent, the guide wire was pulled back into the guide catheter when the stent system was withdrawn. An attempt was made to re-wire the lesion with the non-abbott guide wire, but difficulty was experienced advancing the guide wire through the stent. An attempt was made to remove the guide wire; however, it appeared to be caught within the stent. The non-abbott balloon was advanced to the stent in an effort to remove the guide wire. The physician pulled the guide wire and the tip separated. No intervention was performed to retrieve the tip of the guide wire and the tip remains in the anatomy. The procedure was complete and there was no adverse patient sequela. The condition of the patient was reported as stable. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed. Physical resistance when crossing a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous, which likely contributed to the physical resistance. However, it was reported that the first attempt was not successful in crossing the lesion and the stent delivery system (sds) was removed to perform pre-dilatation of the lesion. Additional information was requested to determine if the lesion was pre-dilated prior to the first attempt to cross the lesion and no information has been received. The sds was then re-inserted and was successfully deployed. It should be noted that the instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the unemployed stent back into the guiding catheter. The guide wire was reportedly pulled back into the guiding catheter during removal of the sds. An attempt was made to re-wire the lesion with the non-abbott guide wire and there was difficulty experienced advancing it through the implanted stent and appeared to be caught in the stent. The physician pulled the guide wire and the tip of the guide wire separated. It appears that there was an interaction between the implanted stent and the guide wire which may be due to technique. In this case, the IFU violation does not appear to have contributed to the reported interaction between the devices; however, a conclusive cause for the interaction could not be determined. Although a conclusive cause for the interaction between the implanted stent and non-abbott guide wire could not be determined, the physical resistance appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. The lot history record (lhr) for this product was not reviewed and a similar incident query was not performed because the part and lot numbers were not reported and the product was not returned for analysis.

Manufacturer narrative:
(B)(4). The reported patient effects of myocardial infarction and cardiac death are listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The instructions for use also states that the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the promus stent.

Event description:
Subsequent to the medwatch report(s) additional information indicates that an unsuccessful attempt was made on (B)(6) 2011, to remove the non-abbott guide wire tip. While in the hospital intensive care unit, the patient suffered a cardiopulmonary arrest, became unresponsive, and died of myocardial infarction on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of hypotension and ventricular arrhythmia are listed in the promus instructions for use. It should be noted that the instructions for use states that an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the medwatch report(s) additional reported information indicates that pre-dilatation was performed in the circumflex artery using a 2.5x15 non-abbott balloon. After deployment of the 2.5x18 promus stent, it was noted that the proximal end of the stent was not fully deployed against vessel wall; therefore, an attempt was made to further dilate the proximal end of the stent. While attempting to pass a non-abbott guide wire through the deployed stent, the guide wire became trapped underneath the strut of the stent. An attempt was made to remove the guide wire and the tip separated. Blood flow remained excellent and the patient had no symptoms. On (B)(6) 2011, while in intensive care, the patient suffered cardiopulmonary arrest. There was no palpable blood pressure. Patient was intubated and administered medication with subsequent tachyarrhythmia. The patient was externally defibrillated. Cardiopulmonary resusitation was performed. Attempts to perform pericardiocentesis were unsuccessful and the patient ultimately expired.